Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, an iliac artery dissection occurred along with an aortic dissection. Subsequently, the valve was withdrawn and a stent was placed. Per the physician, the delivery catheter system (dcs) caused the dissections.

Manufacturer narrative:
Continuation of d10: product ID: {{evfxplus-26}}; product lot/serial number: {{(B)(6)}}; product type: {{0195 heart valves}}; implant date: {{na}}; explant date: {{na}}; product ID: {{loading sys l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date: {{na}}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, an iliac artery dissection occurred along with an aortic dissection. Subsequently, the system was withdrawn and a stent was placed. Per the physician, the delivery catheter system (dcs) caused the dissections.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.